Manufacturer narrative:
Continuation of concomitant medical product: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: (B)(6) 2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient who was receiving an bupivacaine of unspecified concentration at an unspecified dose rate via an implantable pump for spinal pain. It was reported that the patient¿s catheter was implanted in 2014 and the catheter tip was at t12. The patient was receiving bupivacaine as a medication and was causing constipation. The catheter was partially explanted on (B)(6) 2018. A physician elected to explant the existing catheter that was in spinal segment, and splice on a new segment spinal catheter on (B)(6) 2018 with the tip at t8. A new model 8782 catheter was spliced onto existing model 8781 catheter. Regarding what was the issue being reported including the signs or symptoms the patient is experiencing related to the issue, it was noted as being none. There were no environmental/external/patient factors that may have led or contributed to the issue. No diagnostics/troubleshooting was performed. The issue was resolved at the time of the report. The hcp was notified that the product should be returned to the manufacturer; however, the explanted catheter was discarded by the hcp. The pump currently had saline in reservoir. Saline with concentration 1 mg/ml was being administered at a dose rate of 0.048 mg/day. Other medications (oral, etc.) The patient was taking at the time of the event included the following: amlodipine, atorvastatin, carbamazepine, chlortalidone, buspirone, multivitamin b12, and polyethylene glycol. The event occurred during normal use. The patient was without injury regarding their status at the time of the report. No further patient complications have been reported as a result of this event. The patient¿s medical history included: hypertension, heart stents, hernia, rods/screws in back, chronic pain, sleep apnea, and diabetes. The patient had allergies to cymbalta and celebrex.

Manufacturer narrative:
Device code (B)(4) no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a manufacturer's representative (rep) on 2018-apr-04. It was noted that the rep was at the physician's office regarding follow-up on the patient. It was reported that there was never any issue or question about therapy/device procedure. It was reported that the patient had previously complained of constipation at his office visit (dated (B)(6)2018). It was stated that at that time, he had dilaudid 1.5 mg/day infusing through his pump. It was reported that the catheter tip was at t10. This information conflicts with the previous report that the catheter tip was at t12. The physician felt that the level of the catheter may have been contributing to the patient's constipation; hence the catheter revision on (B)(6)2018 to move the catheter tip up to t8. Preservative-free normal saline was in the pump at the time of the catheter revision. On (B)(6)2018, the patient came into the physician's office, and was started on hydromorphone (dilaudid) at 33.99 mg/day and 3.399 mcg/day. It was stated that the patient was currently not experiencing any constipation. Additional information was received from the healthcare provider (hcp) via the manufacturer's representative on 2018-apr-05. It was reported that the catheter was initially placed at t10 due to physician preference. It was noted that the was new to the physician's practice, as his previous managing/implanting physician is no longer practicing. Additional clarification was provided regarding the drugs in the patient's pump. The patient was first seen by the hcp's office on (B)(6)2018, when he had dilaudid infusing in his pump. It was reported that the patient was complaining of constipation at that time. Dilaudid was withdrawn from the pump and preservative free normal saline was placed into the pump on (B)(6)2018. The hcp felt the current catheter tip at t10 may have been contributing to the patient's constipation, and had plans to change the medication over to dilaudid and bupivacaine, once the catheter revision was done on (B)(6)2018. This medication combination was placed into the pump on (B)(6)2018, and at this point the patient is not experiencing constipation. No further complications were reported.